Manufacturer narrative:
One device was received for evaluation in used condition. Visual inspection found that the device was in used condition. Customer issue was confirmed. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the reported issue as the device showed the air in line alarm. The air detector will be replaced to address this issue.

Event description:
It was reported that the pump displays the following message: "air detector". There was no reported patient involvement. Per reporter, this issue occurred during programming.